Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified distal left circumflex. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured and the procedure was completed with another of the same the same device. No complications were reported.